Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection at the implant site of their implantable cardioverter defibrillator (I cd) system. The system was extracted and a replacement system was implanted on the other side. No further patient complications have been reported as a result of this event.